Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed a blood glucose of 205 mg/dl without symptoms after eating a small ice cream cone that she did not announce as a meal while using the ilet system; the user and agent verified there were no leaks or device alarms, and the event was documented as insufficient information for a device problem and device component. Symptoms included hyperglycemia without reported clinical effects. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established.